Event description:
Healthcare professional reported a patient reaction that occurred after a patient's dialysis treatment. The patient was dialyzed in 2001. The next day, the patient was hospitalized with a pulmonary embolism. The patient experienced hypoxia with a clear chest x-ray. A work-up was done to determine pulmonary emboli. The patient was given heparin and gradually got better. Two weeks prior to the above incident, at a different center, the patient was dialyzed with an af-220 dialyzer and complained of shortness of breath and heaviness in the chest. Oxygen was administered. Shortness of breath continued when patient was at home.